Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient extension line had a pin hole in the tubing which resulted in a leak. The pin hole in the extension line and the leak were observed during an unspecified process step of pd therapy. The patient was not connected for therapy at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a cut in the tubing approximately 18 inches from the patient connector. Functional testing including leak testing and clear passage testing were performed. The clear passage test did not reveal any issues. During the leak test, a leak through the cut in the tubing was observed. The reported condition was verified. The cause of the condition was undetermined. However, it states in the event description the home patient used a razor blade to open the box, therefore, this was most likely the cause of the cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.